Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) -year-old caucasian female patient underwent a primary breast reconstruction procedure with a mentor artoura breast tissue expander 700cc that deflated after implantation. Deflation was discovered during surgery. As a result, the patient underwent explantation and replacement with a mentor memoryshape breast implant 685cc gel breast prosthesis on (B)(6) 2018.

Manufacturer narrative:
On 05/12/2018, the mentor failure analysis lab received the device for evaluation. On 05/30/2018, mentor completed the analysis on the suspect medical device. Upon receipt by mentor, the device contained clear fluid. No foreign material was observed within the device. No foreign material was observed on the shell surface. Upon initial inspection, no anomalies were observed. Leak testing was performed according with mentor procedures and it revealed a rent at shell patch junction. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).